Event description:
It was reported that difficulty removal occurred. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. After the 8.0-21 carotid wallstent self-expanding stent was deployed and placed. The delivery system was attempted to remove but, there was a resistance at the delivery wire part of the 190cm filterwire ez making it difficult to remove. The filterwire was pulled up to the inlet of the guide catheter while still in the deployed state. It was retracted into the guide catheter, and both devices were removed from the body as one unit. The procedure was completed, and there was no patient complications noted as a result of this event.

Event description:
It was reported that difficulty removal occurred. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. After the 8.0-21 carotid wallstent self-expanding stent was deployed and placed. The delivery system was attempted to remove but, there was a resistance at the delivery wire part of the 190cm filterwire ez making it difficult to remove. The filterwire was pulled up to the inlet of the guide catheter while still in the deployed state. It was retracted into the guide catheter, and both devices were removed from the body as one unit. The procedure was completed, and there was no patient complications noted as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: during functional inspection, only the wire was returned for analysis. Visual inspection was performed, and the spring tip was found bent.